Event description:
Customer complaint - limited data available. Customer complained of device sparked and the wires were smoking.

Event description:
Customer complaint - limited data available. Customer stated that the device sparked and the wires were smoking.